Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
Intra-aortic balloon pump in place. Balloon pump alarmed "system over temperature," and stopped pumping. The pump was unable to be restarted. Nurses immediately changed out the pump with another console.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10. It was reported cardiosave intra-aortic balloon pump (iabp) alarmed "system over temperature," and stopped pumping. The pump was unable to be restarted. Nurses immediately changed out the pump with another console. No response was provided, the complaint will be closed and, if new information and/or devices were available, the file would be reopened and updated.

Event description:
N/a.